Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, and dyspareunia. On (B)(6) 2012 and (B)(6) 2012, the patient underwent a mesh revision/removal due to dyspareunia.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy with anterior uphold due to cystocele and sui.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2013 by (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4)